Event description:
Particulate was seen in the eye of the pt in two out of 8 phacoemulsification procedures using one of these handpieces. The flakes were too small to be aspirated. There are no pt problems.

Manufacturer narrative:
S/n 639 - 4/94; s/n - 10/95; s/n 3652 - 10/95.